Event description:
The manufacturer received information alleging an everflo oxygen concentrator had exposed wires to the power cord. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer has completed the investigation of an everflo that allegedly had exposed wires to the power cord. There was no report of patient harm or injury. The manufacturer contacted (B)(6) supplier who indicated that the device was discarded and is no longer available for investigation.